Event description:
The customer alleged that she performed a control test and received a result of 441 mg/dl. The normal control range was 108-149 mg/dl. No adverse events were alleged. The customer declined to perform add'l control tests during the call as she only had a few test strips left. The remaining test strips are to be returned for eval. Replacement test strips were sent to the customer.